Event description:
A customer contacted beckman coulter inc. (Bci) and reported multiple hydro error flags and leak from the wash concentrate bottle cap. Customer also reported that the fluid level in the wash concentrate bottle was dropping faster than expected, after line #125 was modified. Customer was slightly exposed to wash concentrate ii solution when handling the bottle cap without gloves. Hotline recommended customer to wash hands. Customer has biohazard protocol. No injury was reported.

Manufacturer narrative:
Hotline advised customer to use ppe before troubleshooting. Hotline recommended customer to run potassium test to verify if the wash concentrate dilution was correct on the system. Customer will monitor the system and call back if problem continues.